Manufacturer narrative:
Since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided, and the lot number was not provided either which means that a review of DHR cannot be performed, a definitive root cause related to needle manufacturing process is not possible to determine, at this time. Bd would like to inform you that solomed fn syringe was designed for avoiding reuse with a breakable plunger. With available information, bd does not know if plunger was broken before withdrawing the medication or if the handling of the product could have some implications in the reported issue. The material used to manufacture solomed fn syringes has been selected and tested to resist normal conditions of use. The assembling machine has an on-line detection system that inspects 100% the syringe, rejecting automatically the damaged plungers. In addition, this detection is challenged every 8 hours. Based on this fact, bd believes that the syringe plunger could break because of any slightly damage in the plunger at the moment of the withdraw the medication or some strong condition during handling of the product. On the other hand, bd is certain that the probability of having this kind of issue in our product is very low based on the preventive measures, and our sampling inspection plan.

Event description:
It was reported that the syringe solomed 2pc 2ml 25x5/8 fixed cn experienced a broken/damaged plunger rod prior to use. The following information was provided by the initial reporter: it's noticed that the plunger rod broke during priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 2pc 2ml 25x5/8 fixed cn experienced a broken/damaged plunger rod prior to use. The following information was provided by the initial reporter: it's noticed that the plunger rod broke during priming.